Event description:
Sales rep reported on (B)(6) 2025 that they had a dvtx-8/110 ao np break at the tip while inserting a 2.4 threaded locking peg into a volar bearing plate during a case. It was reported that they were unable to remove the broken driver piece from the peg, so it was left in. Should not cause any issues since it was flush with the head of the screw. There was no delay in the case. No pictures or x-rays were provided but the remainder of the driver is available to be returned.